Event description:
It was reported that no sutures were present after attempted suture placement in the mildly calcified right common femoral artery using the preclose technique with two proglide devices with a 6f sheath prior to an endovascular abdominal aortic aneurysm (aaa) procedure. Two additional proglide devices were used for successful suture placement. The sheath size was upsized to 18f for the aaa procedure. The aaa procedure was completed and hemostasis was achieved with the successfully deployed proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture retrieval issue was confirmed. Additionally, device analysis revealed that one of the anterior cuff tabs (measuring approximately one one-hundredth (0.01) of an inch square), was broken off and not returned with the device. Based on visual inspection and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent tot the initial medwatch report, additional information received: returned device analysis revealed one of the anterior cuff tabs(measuring approximately one one-hundredth (0.01) of an inch square) was broken off and not returned with the device. The physician has been notified and follow up computerized tomography scans revealed no foreign body and no inflammation.

Manufacturer narrative:
(B)(4). It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other proglide device referenced is being filed under a separate medwatch MFR number.